Event description:
It was reported that during treatment with a prismaflex set, an external blood leak was observed due to a damaged return luer connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation. This is a supplier related issue. Should additional relevant information become available, a supplemental report will be submitted.